Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that she had not used the stimulator in over a year as it was going on and off with different movements. The patient had been seen in 2020 and noted to have high impedances then. Programming was able to work around the contacts and the patient got good stimulation. However, that didn't last long before it started turning on/off with movements again. An x-ray was taken. The physician decided to do a full system replacement as they weren't sure of the integrity of the lead and extensions. Surgery was planned but not scheduled and the issue was not resolved at the time of the report.

Event description:
Additional information was received from the manufacturer representative (rep). Patient states that with certain movements the stim would just stop and she would turn it all the way up and she could not feel it. In 2020 it was determined that several of the electrodes were over 10,000 and she was having the same issues. Rep tried to reprogram around the contacts, and it worked but not for very long. She only has a 2x4 lead in, so physician has decided to go ahead and replace everything with MRI compatible product. Surgery has not been scheduled as of yet, but will be.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.